Event description:
A customer reported a discrepant result in rh typing with a patient's sample using mts a/b/d monoclonal and reverse grouping card lot #061608037-01. The patient was first typed on (B) (6) 2008, as rh negative with this lot. On (B) (6) 2009, the patient was re-typed as rh positive using an alternate lot of gel cards. The sample was confirmed in tube method to be weak d (rh positive). A false negative result in anti-d may lead to misclassification of a patient's rh phenotype.

Manufacturer narrative:
Based on results of ocd's investigation, the sample is most likely a weak d example reacting inconsistently in anti-d gel. Incident is isolated and most likely sample related since the known weak d sample tested with the same lots of gel cards yielded positive reactivity in anti-d microtubes. Batch record review was within release specifications. All stability showed acceptable results and no other similar complaints has been logged against this lot. (B) (4).